Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." A device history record review could not be performed as no lot number was provided and a potential lot could not be determined from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported prior incidents of "monitoring line is very pliable and it is causing false reading". It was reported "the tubing is very soft (described as similar to our IV tubing) and the diameter is larger than the regular pressure tubing. Both features caused the waveform to be dampened." No specific patient or event details were available.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported prior incidents of "monitoring line is very pliable and it is causing false reading". It was reported "the tubing is very soft (described as similar to our IV tubing) and the diameter is larger than the regular pressure tubing. Both features caused the waveform to be dampened." No specific patient or event details were available.